Event description:
The plaintiff's attorney alleges that the decedent experienced an unspecified injury on or about (B)(6) 2007 and subsequently expired (B)(6) 2007 after the use of the product.

Manufacturer narrative:
This is one event (unspecified injury) of two events reported for the same patient involving three separate products.